Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s pump was removed ¿5-6 years ago¿ from (B)(6) 2017 (which conflicted with the implant date of (B)(6) 2013) because the pump was being rejected by his body, and it ¿came out on his way¿, so he needed surgery then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was explanted shortly after the implant due to the incision not healing. No further complications were anticipated/reported.